Event description:
String came completely out of tampon while in me- retained, vagina [foreign body in reproductive tract] . String came out of tampon [device breakage]. Case narrative: consumer reported via e-mail that the string came out of tampon while tampon was still inserted. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.